Manufacturer narrative:
It is unknown which device caused this adverse event so all devices are being included on this report. Additional devices include: item #rlt261412j/lot #21225523/ UDI #(B)(4).

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that an aortic extender component and trunk-ipsilateral leg component were advanced on the patient's right side. The aortic extender component and the proximal portion of the trunk-ipsilateral leg component were deployed. Reportedly, after the devices were deployed, the bifurcation of the patient's left internal and external iliac arteries was unable to be confirmed by angiography. It was considered that the area from the patient's left common iliac artery to the left internal iliac artery was occluded. The physician stated that the cause of the occlusion was unknown. It was suspected by the w.l. Gore representative (field sales associate) who was present at the case that a possible cause of the occlusion may have been thrombus that migrated distally either during the deployment of the aortic extender component, or during plug embolization of the patient's right internal iliac artery. The physician opted to alter the landing zone plan of the contralateral leg component from a left common iliac artery landing to a left external iliac artery landing. The left internal iliac artery was intentionally covered by the contralateral leg component. Angiography reportedly revealed distal blood flow. The patient tolerated the procedure.